Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient felt a funny jolt in the middle of the night and they had just started using the "phillips lifeline" necklace and was wondering if that could be the cause. No further complications were reported as a result of this event.